Event description:
Reference MDR #1219856-2009-00315 for the first event and MDR #1219856-2009-00316 for the second event involving the same pt. It was reported that a third intra-aortic balloon (iab) was opened and prepped per instruction. Again the iab slid easily through the sheath until suddenly "firm resistance" was felt as the proximal portion of the iab reached the entrance of the sheath. As a result, the iab was not inserted. Reference MDR #1219856-2009-00318 for the fourth (final) report.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.